Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that one of the universal surgical manipulators (usm) was hit and the boom was elevated. They were not able to lower the boom. Customer was process of swapping out the patient side cart (psc) and was not able to get the original psc to lower to go through the doorway. Prior to calling, the customer had emergency power off (epo) the psc with no change. Errors 25730 and 307, and other acp5 communication errors were observed in the logs. The tse informed customer they would need to move the psc off to the side and the isi field service engineer (fse) will have to assist with lowering the boom. Customer proceeded with the swap to the other psc. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer was unable to use the psc and used another one to complete the case robotically. Technical support was called, and the fse would repair the system the following day. Patient information was provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the boom could not be lowered, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the fiber tap and boom back cover broken and replaced them. The psc error cleared, and the system resumed normal function. The system was tested and verified as ready for use. The affected parts involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The complaint regarding the system boom could not be lowered due to an arm collision was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. No image or video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) when the caller called for assistance. Investigation revealed multiple errors that may have been related to the system issue. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a radical extraperitoneal with lymphadenectomy prostatectomy procedure. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to repeated non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.